Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a275 lot# serial# (B)(4) implanted: product type lead product ID 977a275 lot# serial# (B)(4). Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. It was reported that the patient wasn¿t getting stimulation in the target area starting in dec 2016. The patient went through all kinds of programming with their manufacturer representative and eventually had an x-ray done in feb 2017. It was confirmed that one of the leads had migrated and the patient had a lead revision on 2017-mar-06. The patient reported that both leads were moved to the right side and that they ¿put in MRI safe leads.¿ the patient reported that after the surgery, they had a big bump and had been having a lot of pain between the left side of the ins pocket and the bottom of the spine. The patient reported that they were admitted into the hospital for 5 days. The patient reported that the healthcare provider (hcp) ¿attacked it¿ with vancomycin and another antibiotic, but the patient still had pain. The patient reported that they injected all around the ins site and put in a tube to see if there was any fluid, but there wasn¿t and the tests showed no infection. The patient reported that the hcp put in numbing and steroid medicine in may 2017, but it wore off in a day and the patient was in excruciating pain. No further complications are anticipated.